Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to high thresholds. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead, in particular between 49 cm and 51 cm distal to the is1 connector pin. These abrasion marks presumably resulted from constant friction against another implantable device such as a nearby lead or modified tissue. However, the insulation was intact. The visual inspection showed furthermore cuts in the insulation and deformations of the outer conductor coil approximately 18 cm distal to the is1 connector pin which most likely resulted from the explant procedure. Blood penetrated the lead in this area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.